Event description:
Discordant cardiac troponin ultra (tni ul) results were obtained on two patient samples on an advia centaur instrument. The initial results were reported to the physician(s), who questioned them. The first patient was re-drawn and tested on an alternate system, resulting lower. The same sample from the second patient was tested on an alternate system, resulting lower. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash separation manifold, lower manifold, valves, syringe barrel and plunger assemblies. The cause of the discordant cardiac troponin ultra results is unknown. The cse successfully checked probe alignments and ran a daily clean procedure. The customer successfully ran calibrations and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.